Event description:
The patient's mother reported that the patient began to have break through seizures every week when the generator battery "started to go". It was reported that the generator was replaced in (B)(6) 2013 and the break through seizures stopped immediately. The relationship of the break through seizures to the patient's pre-vns baseline is unknown. Attempts to obtain additional information have been unsuccessful to date.